Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was received for evaluation. A review of the event history log confirmed the error had occurred; however, testing could not duplicate the alarm condition. Further review of the event history log indicated that it is likely that alarm occurred because the end user had released the clutch and moved the plunger during an infusion. Following testing, the device was given standard repair servicing. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.